Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.